Manufacturer narrative:
B1 selection was added as it was omitted from the previously submitted follow up report. B5 clinical assessment was added as it was omitted from the previously submitted follow up report. H6 code b13 was added as it was omitted from the initial report that was submitted. Type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Mechanical interaction with blood (hemolysis): the root cause of the hemolysis was not determined due to lack of sufficient clinical details and inconclusive evidence from the data logs. Renal failure: the root cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical assessment: a 74-year-old male with history of diabetes, chronic kidney disease, chronic obstructive pulmonary disease, coronary arteyr disease (prior stents), and ef 15% was admitted for cardiogenic shock and taken to the cath lab for impella support and coronary evaluation. Impella cp was placed via rt femoral artery per protocol without complications; coronaries were patent, and no intervention was performed. Patient was transferred to ICU on support with stable device function. While in ICU, patient had hemolyzed labs which was likely caused by inadequate filling of the left ventricle due to the patients underlying right ventricular/heart failure, and patient was put on continuous renal replacement therapy for renal failure most likely due to the patients critical condition and is a known risk for patients with poor ejection fractions who present with cgs. Despite continued circulatory and kidney support , patient passed away. The death will conservatively be reported t to the impella cp but is not likely a contributing factor and most likely due to the patients critical condition.

Manufacturer narrative:
Correction has been provided in a4. Mechanical interaction with blood (hemolysis): the root cause of the hemolysis was not determined due to lack of sufficient clinical details and inconclusive evidence from the data logs. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
While in ICU, patient had hemolyzed labs which was likely caused by inadequate filling of the left ventricle due to the patients underlying right ventricular/heart failure, and patient was put on continuous renal replacement therapy for renal failure most likely due to the patients critical condition and is a known risk for patients with poor ejection fractions who present with cgs.

Manufacturer narrative:
B5 and h6 updated with information that was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The patient's labs came back hemolyzed while on impella support. Patient was admitted in cardiogenic shock and taken emergently to the cath lab, where impella support was initiated and coronary anatomy evaluated. The impella cp was placed via the right femoral artery without complications. Coronary angiography showed patent vessels, and no intervention was needed. The patient was transferred to the intensive care unit (ICU) with stable device function. Toward the end of the log, a motor current high alarm was observed, along with suction alarms and impella-in-aorta alarms. The patient subsequently required continuous renal replacement therapy for renal failure associated with their critical condition and severe lv dysfunction. Despite continued circulatory and renal support, the patient ultimately passed away. The death will be reported to impella cp, though it is unlikely device-related and is most consistent with the patient¿s critical condition.